Event description:
Customer's mother reported receiving no delivery alarms on the insulin pump. Customer's mother reported that the customer had been experiencing blood glucose levels up to 400 mg/dl. Blood glucose level was 501 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No excessive no delivery alarms were noted. The insulin pump functioned properly. The insulin pump had minor scratches on the display window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.